Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported "shut door message" as a door not fully latched alarm. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a shut door message. It was also reported that there was no pt involvement.